Manufacturer narrative:
The glidescope video baton 2.0 large, a glidescope core 15-inch monitor and a glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton 2.0 and was unable to confirm the reported image failure. When the video baton 2.0 was connected to known, good, test equipment, the video image was normal. The camera image quality test was performed and passed. The video baton 2.0's lens cover was noted to be chipped. Since no repair is available for the glidescope video baton 2.0 large, the device was replaced and the returned video baton 2.0 was scrapped. The glidescope core 15-inch monitor was evaluated and the video image was normal. The camera image quality test was performed and passed. The glidescope core smart cable was evaluated and the video image was normal. The camera image quality test was performed and passed. The glidescope core 15-inch monitor and glidescope core smart cable were returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope video baton 2.0 large, the screen went black when the cable was moved. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.